Event description:
Customer service states the provider alleges the wheel locks will not engage or disengage. Provider disconnected. The caller has no further information to provide.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.